Event description:
A customer reported receiving a cartridge alarm, specifically alarm 20a. The blood glucose level was recorded at 150 mg/dl, which is within the normal range. There was no additional information available regarding the outcome of the event or any corrective actions taken.